Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation with the vah for the fracture of the fourth metacarpal. During the surgery, one (1) drill bit broke on the instrument table, while another drill bit broke in the bone while drilling during insertion of the locking screw into the plate. The surgeon could not remove the broken drill bit, and decided to leave the broken drill bit in the body. The surgery was completed successfully without any surgical delay. Patient outcome is reported as stable. This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: sterile part: part #: 03.130.202s, lot #: l653568, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 03 nov 2017, expiration date: 01 nov 2027. Non-sterile part: part #: 03.130.202, lot #: f-23257, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 17 oct 2017, expiration date: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the drill bit ø1.1 l56/39 f/core hole was broken from the distal tip, fragment was not returned. Embedded device condition cannot be confirmed since x-ray evidence was not provided. A scanning electron microscope analysis was performed on the complaint device in order to identify if there is integrity damage on the cross section of the drill bit. There was found the instrument 03.130.202 tip broken. Images captured of the section show evidence of mechanical damage. Additionally, the figures suggests that the damage could be related to the handling since no other damages were observed on the instrument. Oxidation was found on the instrument, the oxidation is a type of corrosion, where oxygen molecules can react with iron or another metals, where due to the effect of high temperature, the compound formed diffuses into the material, allowing the process to continue, making the material more fragile. A dimensional inspection for the drill bit ø1.1 l56/39 f/core hole was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø1.1 l56/39 f/core hole would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.